Manufacturer narrative:
PMA/510(k) # was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance a cat6 into the valve of a non-penumbra 6f sheath, the physician experienced resistance and subsequently, the distal tip of the cat6 became kinked. Therefore, the cat6 was removed and the procedure was aborted. There was no report of an adverse effect to the patient.